Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading was low. Caller stated that the customer had a seizure and fell unconscious due to low blood glucose. Caller stated that the customer's insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery tests due to no button response. Unit had cracked case at display window corners and scratched display window.